Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried to receive more information for this case. Additional information as follows was requested at complainant on october 6, 2016: any device identifications and control number(s) used (ref; lot); surgical reports of implantation and revision. All available x-rays during time in- vivo with printed date. Patient bmi, level of activity and all relevant history. Date of implantation. Does the surgeon expect an investigation report, according to the per not. If yes, has it to be translated in german? Was there a delay in the revision surgery, if yes how long? What was the reason?? Were there any contributing conditions related to the event? (Trauma, illness, previous surgery, ...). The availability of the affected product(s) (non-availability with a rationale) the nature and details of the complaint. Exact event date. Exact dates of implantation and revision date. Surgical reports of implantation and revision. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. On october 26, 2016, a reminder was sent to gather the above mentioned additional information. On the same day, on october 26, 2016, the information was received, that another surgeon who has not initiated the complaint, performed the revision surgery. Therefore, no revision surgery report is available. In addition, the surgeon informed us, that the patient does not want that the surgeon provides us with additional x-rays, surgery reports etc. No device will be sent to us for investigation, as the device is retained by the patient as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): event summary: it is reported that a patient received a revitan implant on left hip on an unknown date and underwent a revision surgery on (B)(6) due to stem breakage. Review of received data: x-ray dated (B)(6) 2017 was received for the investigation. The proximal part of the revitan stem is tilted medially indicating that the stem had fractured at the modular pin connection. Insufficient bony condition around the proximal stem. Dark line around the distal part of stem is observed laterally. However, there is no x-rays taken right after the implantation, therefore no further comment can be made on it. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received, therefore cannot be excluded. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: as no lot numbers were provided for the devices, the device history records could not be reviewed. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known, therefore cannot be excluded. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review. Failure of connection between proximal and distal part and conical nut, fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is not known, therefore cannot be excluded. Loosening or fracture of implant due to insufficient bony support of implant => possible: insufficient bony condition around the proximal stem observed in the x-ray. Conclusion summary: the product was not returned for the investigation. Ref and lot number of the revitan stem were not received. X-rays right after the implantation surgery, operative notes of implantation/revision surgery were not available in order to make deep assessment. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. It is not known whether there were other factors influencing the circumstances of the fracture. In addition, the product details of the implanted head and cup are unknown, therefore, a contribution of these products to the reported breakage cannot be excluded. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit waring in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information has been received on april 10, 2017 (letter from patient's insurance) and has been included in this report. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that a (B)(6) female patient received left tha (revitan stem, durasul alpha insert and cocr head) on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2016 due to stem breakage after 9 years 7 months in-vivo time. Review of received data: one x-ray dated (B)(6) 2016 was received for the investigation. The proximal part of the revitan stem is tilted medially indicating that the stem had fractured at the modular pin connection. Insufficient bony condition around the proximal stem. Dark line around the distal part of stem is observed laterally. However, there is no x-rays taken right after the implantation, therefore no further comment can be made on it. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all proximal revitan components are compatible with all distal ones. See surgical technique. Raw material certificates of the revitan stem were reviewed and it is confirmed that the product was manufactured according to the material specifications. Root cause analysis root cause determination using dfmea: - fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received, therefore cannot be excluded. - failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: raw material certificates of revitan confirm that the implants were manufactured according to the material specifications. - fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. - fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known, therefore cannot be excluded. - fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review. Moreover, the material compatibility specification certifies the material resistance. - failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. - fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded - loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient bmi is not known, therefore cannot be excluded. - loosening or fracture of implant due to insufficient bony support of implant => possible: insufficient bony condition around the proximal stem observed in the x-ray. Conclusion summary: the product was not returned for the investigation. X-rays right after the implantation surgery, operative notes of implantation/revision surgery were not available in order to make deep assessment. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and increased wear due to patient with high body weight. It is not known whether there were other factors influencing the circumstances of the fracture. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan stem, distal part, straight, uncemented, 18/140 on (B)(6) 2007. It was now reported that a breakage of the implant (fixation bolt) was detected on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.

Manufacturer narrative:
The manufacturer did not receive devices for review. The product is retained by the patient. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan distal stem hip implant on an unknown date. On (B)(6) 2016 it was reported that a breakage of the implant was detected. The date of the breakage is unknown. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device.